Event description:
The hcp reported that the pt had a respiratory issue; "co2 levels way off the chart". The hcp was planing to turn the pump down/off. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).